Manufacturer narrative:
(B)(4) manufactures the low level ii sensor. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The customer informed the service representative that the reported alarm was a false alarm and could not be cleared. The customer was unable to reestablish flow but turning off level alarm module and removing the arterial clamp from the line. The customer then attempted to use hand cranks to reestablish flow, but was unable to do so. The entire disposable circuit and level sensor were switched out to complete the procedure. The customer reported that the patient was responsive in the recovery unit. The service representative ran the entire s5 console for 2.5 hours and did not observe any failures. The device passed all functional tests and verifications. The service representative analyzed the original level sensor and identified a bent prong, which did not allow for a proper connection to the level sensor probe. The device was left in the facility biomedical engineering department upon completion of functional testing and has since been returned to service. Through follow-up communication with the customer, (B)(4) learned that the patient has experienced seizures following the procedure. The customer stated that the patient has experienced epileptic seizures in the past, but not for about 20 years. The latest information from the facility is that the patient is still on a ventilator and responds to sound. The level of permanent impairment has not yet been determined. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
(B)(4) received a report that the low level ii sensor alarmed and the centrifugal pump stopped during a procedure. The user was able to reestablish flow after replacing the entire patient circuit. The facility reported that the patient was off pump for 10-15 minutes during this event and had to be placed on a ventilator following the procedure.

Manufacturer narrative:
On march 3, 2017, livanova (B)(4) received a user medwatch report (mw5067832) related to this event. No additional information was included in the report.